Manufacturer narrative:
Citation: tempio d. Ventricular arrhythmias in aortic valve stenosis before and after transcatheter aortic valve implantation. Europace. 2015 jul;17(7):1136-40. Doi 10.1093/europace/euu362 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding ventricular arrhythmias in aortic valve stenosis before and after transcatheter aortic valve implantation. All data were collected from a single center between june 2007 and november 2012. The study population included 146 patients (predominantly female; mean age 81 years), 126 of which were implanted with medtronic corevalve device. Serial numbers for the devices were not provided. Among all patients peri-procedural death, in-hospital, 30-day and 12 month mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: permanent pacemaker implantation, left bundle branch block, and ventricular arrhythmias. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product.